Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic procedure, during stapling, none of the staples went out when the surgeon fired the device. The staple line was incomplete. Another reload was used to fix the staple line.